Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time was incorrect. Customer's blood glucose (bg) was reported to be high (value not provided). Reportedly, pump settings were discussed with the customer's healthcare provider and the settings along with the incorrect time may have been contributing to the elevated bg. Customer reverted to using an alternate method of insulin therapy.